Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The broken keypad was verified as inoperable keys: the bottom row and #5 keys, and an automatic output of the #5 key when the remaining, functioning keys were pressed. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a broken keypad. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: previously reported date 11/13/2018 is to be updated to 11/26/2018.